Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an amphirion deep pta, as per IFU, to treat a lesion in the superficial femoral a rtery(sfa). It was reported that a pinhole leak was observed during the first inflation at nominal atm. No resistance was encountered nor excessive force used during advancement. The device was removed from the patient with no issues noted. Another amphirion deep pta was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Additional information: there was no tortuousity. The calcification was described as grade ll-lll and there was approximately 80% stenosis. The contrast was observed coming out of the balloon once they injected it so they then removed the device from the patient. The balloon used to complete the procedure was the same dimensions as the first device used. Evaluation summary: the device was returned for analysis and evaluation. The balloon was unfolded. The 0,014¿¿ guidewire easily passed into the lumen. A manometric syringe was connected to the inflation luer of the hub and negative pressure was applied. A column of bubbles rose from the hub, indicating a leak. The balloon was inflated, and a pinhole was detected in the proximal part of the balloon. The guidewire tube underneath the balloon was found accordioned. If information is provided in the future, a supplemental report will be issued.